Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis, the same day as event onset and treated with unknown intraperitoneal antibiotics. The patient was discharged from the hospital after ¿a couple of days¿ (unknown date). Pd therapy was ongoing. At the time of this report, the patient was recovering and antibiotic therapy was ongoing. No additional information is available.